Event description:
The patient underwent a right upper lobectomy on (B)(6) 2024. To address a post-operative airleak, one zephyr ebv was implanted in the superior segment of the right lower lobe on (B)(6) 2024. The anatomy was quite distorted, and the valve was mispositioned. Valve removal was attempted, however, given the anatomic distortion was difficult grasping the valve at the angle it was lodged in the airway. On the last pull to remove the valve, there was immediate pooling of blood into the airway and endotracheal tube. The patient went into cardiac arrest. Per the treating physician, "the cause of death is expected to be massive hemoptysis/pulmonary hemorrhage. While the valves did not directly cause the hemorrhage, she would most unlikely had this complication if she did not undergo valve procedure. After discussion and review, it is felt likely that she had a vessel close to the airway wall, and likely airway trauma on attempted removal of the valve led to massive hemoptysis".